Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
On 2015-10-13, information was received from a consumer regarding a patient who was receiving morphine (lot number, concentration, and dosing not provided) from pump implant until and unspecified date in (B)(6) 2015, and dilaudid (lot number, concentration, and dosing not provided) subsequent to the unspecified date in (B)(6) 2015, via an implantable pump. Indications for use included non-malignant pain and failed back surgery syndrome. Medical history at the time of the event was not reported. Concomitant medications included unspecified pain medications, and prior to the unspecified date in (B)(6) 2015, unspecified "stomach medications." On an unspecified date in 2015 (also reported as "within the last year"), the patient did not seem like they were "getting the coverage" (also reported as, "wasn't getting the pain coverage") and were taking double the unspecified oral pain meds. Additionally, the patient saw their healthcare provider (hcp) regarding a "premature alarm," which was clarified as "alarm incident due to calcifications"; the patient thought the conclusion was a calcification of the line (but did not know for sure), as it was flushed and "popped" and "hurt like a dickens." Since the patient's pain relief changed, they went from an active status "back to the recliner," and were not doing too much due to the pain. According to the patient, their hcp thought that their pain was more than just arthritis, and was the reason for changing medications. As of 2015-10-13, the patient's situation was being addressed by their hcp. Additional information regarding clarification of the statement "alarm due to calcification of the line," troubleshooting, actions/interventions, and cause of the alarm was requested. If additional information is received, a follow-up report will be sent.